Event description:
It was reported there was a scratch was observed on the lens after implantation, located just off the central visual axis. The lens was not exchanged following this observation. The patient fully recovered and did not require additional medical attention or medication outside of standard care. No unplanned surgical interventions or delays were reported, and explantation of the lens is planned but has not yet occurred. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: not applicable as lens was not implanted. Section d6b: if explanted; give date: not applicable as lens was not implanted. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.